Event description:
Information noted the patient died approximately two months post implant of the biventricular device system. Follow up with clinic revealed an echocardiogram done 8 days prior to death showed left ventricular (lv) ejection fraction of 25-30% with mild lv hypertrophy; severely decreased lv systolic function; abnormal lv diastolic function; moderate aortic valve sclerosis; moderate tricuspid regurgitation; moderate pulmonary hypertension; trace pulmonic regurgitation. Follow up revealed death certificate noted cause of death as respiratory failure due to progressive congestive heart failure; other significant conditions appear to be arf--acute renal failure. Manner of death listed as natural. No autopsy done. Patient had difficulty maintaining airway and good urine outputs. Discussion with family regarding care indicated a do not resuscitate status.

Manufacturer narrative:
Asku

Event description:
Information noted the patient died approximately two months post implant of the device system. No further information is currently known. Cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
Information noted the patient died approximately two months post implant of the biventricular device system. Follow up with clinic revealed an echocardiogram done 8 days prior to death showed left ventricular (lv) ejection fraction of 25-30% with mild lv hypertrophy; severely decreased lv systolic function; abnormal lv diastolic function; moderate aortic valve sclerosis; moderate tricuspid regurgitation; moderate pulmonary hypertension; trace pulmonic regurgitation. No cause of death information provided.

Manufacturer narrative:
Asku